Event description:
Customer alleged the patient released the foot rest unexpectedly. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Champion model 141064, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare called to speak with champion as they conduct an investigation as well. Champion stated that the footrest was allegedly released unexpectedly which caused the footrest to strike the nurse's finger and break it. The facility, (B)(6) hospital, does not feel that the chair malfunctioned in any way. The incident was reported because the facility contacted champion to see if additional training could be done to prevent this from happening again. The product is not being returned. The product did not malfunction.